Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube. The stent was positioned on the balloon correctly at the proximal marker band as per specification. Stretching was evident to the mid to distal stent struts, the distal stent struts had stretched over the distal marker band. Deformation was evident from the 1st to the 12th distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. Tissue was visible entangled in the stent struts. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was no issue during preparation of the device. The stent deformation occurred and then it was very difficult to remove the device from the vessel. The device was pulled out of the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a mildly tortuous, severely c alcified lesion in the mid-distal left anterior descending (lad) artery. There was no issues noted when removing the device from the packaging. The device was not inspected. It was indicated that there were issues noted during negative prep. There was difficulty crossing the 6f non medtronic transradial introducer sheath. There was also difficulty passing a previously deployed stent. It was reported that there was difficulty noted when removing the device from the vessel and it was indicated that stent deformation also occurred. After the stent was removed a dissection was detected and a pericardium tamponade was necessary. The dissection was treated with a non medtronic nc balloon device. The stenosis was treated with another resolute onyx 2.5 x 22mm stent. The patient is fine and discharged from ICU.